Manufacturer narrative:
(B)(4).

Event description:
The consumer reported at the most recent appointment, the manufacturer's representative (rep) could not do much because the implantable neurostimulator (ins) battery had depleted. The patient did not feel stimulation including after turning the implantable neurostimulator (ins) back on. Patient services reviewed the patient programmer use to try adjustments. The consumer adjusted the levels and the patient reported feeling stimulation. They noted an instance where they increased the stimulation, but when the patient went to walk, it was almost like a taser/powerful and the patient almost fell. This stimulation too high event occurred in (B)(6) 2015. They had just been set up with high definition programming at that time. The patient was not getting relief from it, so they increased the voltage to see if that would help. When the patient almost fell from the stimulation, they lowered the stimulation. This powerful stimulation had not re-occurred since then. They also went back to the previous programming, not hd programming. Relevant medical history included non-malignant pain.